Manufacturer narrative:
(B)(4). Pump analysis showed logs gathered and indicated a normal eri occurred due to time progression and a motor stall and a motor stall recovery after pump was explanted. Infusion testing also displayed an 'odd' graph with over infusion. Moisture and residue was found. Pump tube was narrowed in one area and was discolored and hardened with a loss of elasticity. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube causes the over infusion.

Event description:
Device was returned with the only information stating "for disposal only".